Event description:
It was reported that stent damage occurred. The target lesion has a bend of less than 45 degrees. Following pre-dilatation, residual stenosis was 80%. A 2.25 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported.